Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. There was no reported adverse impact to customer's blood glucose. The customer declined to have tandem technical support follow-up for the issue, so further information could not be obtained.